Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas requesting an upgrade and alleged that the patient has been in the hospital and has been off the pump ¿for some time now¿. The reporter stated that the patient has been in and out of the hospital and the hospital suggested that the patient discontinue the pump. No further information was provided. Customer technical support has attempted to follow up with the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient has been in the hospital and it is unknown if the pump was a cause or contributor at this time.